Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) pacing lead presented for a lead revision, as the lead was found to be dislodged. The pacing thresholds were high and the r-wave measurements had decreased. During the procedure, the physician tried to retract the helix with 25 slow rotations with the fixation tool. The helix would not retract, but the lead was pulled easily from the patient's body as the helix was not fixated into the heart tissue. A new lead of the same model was implanted successfully. No additional adverse patient effects were reported.